Event description:
The coroner investigating a death at an extended care facility reported a patient with alzheimer disease was found partially exited from a low-air-loss mattress overlay. According to a staff member of the facility, the patient's neck was allegedly found positioned between the side rail and frame which were both made by a different manufacturer who was not identified. The patient's body had been moved several times by the facility staff before the coroner conducted the investigation.